Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No unexpected pump error alarm during testing. The motor was tested outside of the device and passed. The device had a minor scratched lcd window, scratched case, and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had multiple errors on the insulin pump including a pump error 30. Customer had the pump error 130 last month but he was able to rewind and prime the pump. Customer stated that the error occurred again today about 30 minutes ago. Customer was advised that pump will need to be replaced. Customer was advised to revert to a back-up plan.